Event description:
It was reported that the patient expired after an implant duration of one month, due to unknown reasons. Unknown if the device was explanted. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.